Event description:
It was reported that during pre-op set up, two scalpels would not pass initial testing. The second scalpel was replaced with a bovie pencil. There was no adverse effect on the patient as the patient was not in the room at the time.

Manufacturer narrative:
Two devices were returned to stryker sustainability solutions (sss) for an evaluation. One device was from lot number 1614159 with serial number (B)(4) and manufacture date of 06/30/2011 and expiration date 06/30/2014. The other device was from lot 1136516 with serial number (B)(4) and manufacture date of 05/31/2010 and expiration date of 05/31/2013. It is unknown which device was replaced with the bovie pencil. A visual examination of both devices revealed an indention in the teflon pad from device (B)(4). Pad indentions are typically caused by activating the device without tissue between the closed jaws. Sss's instructions for use states: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a contiguous beep with either of the foot pedals is depressed." Both devices were connected to a scalpel generator and were tested by pressing the generator "test" button. The test sequence was initialized and devices passed the initial testing. The buttons and foot pedals were pressed and found to successfully activate the devices. Each button was tested ten times. Each time the min or max button/pedal was pressed, the devices activated. Based on the inability to replicate the reported issue, no root cause could be determined. A review of the lot control sheet for the reported device serial number indicated the device passed all inspections. The reported event is not occurring more frequently or with greater severity than is usual for the device.